Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell. Red particles material was found on the shell, fold creases and missing shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed, which identified broken sharp. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the side posterior assessed, as unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Explant physician reported, a left side device rupture. Observed by usg and at explant. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reported a left side device rupture observed by usg and at explant. The device has been removed.